Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was not able to synchronize the ECG rhythm while in clinical use. The patient involved was reported to not have experienced harm or adverse impact.